Event description:
My freestyle libre 3 sensor is giving incorrect readings very frequently. This is happening pretty frequently with libre continuous glucose monitoring sensors. I had to call them almost for every other sensor.